Manufacturer narrative:
(B)(4). Date sent: 08/18/2020. Additional information received: product code cdh29a. Please see attached medical records. H10: corrected data = d4.

Manufacturer narrative:
Product complaint # (B)(4). Redacted medical records attached. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Redacted medical records attached. - attachment: [4.2.19 or report and path report_redacted 5-8.pdf].

Manufacturer narrative:
Product complaint # (B)(4). Redacted medical records attached.

Manufacturer narrative:
(B)(4). Date sent: 03/05/2020. Additional information received: medical records were reviewed by the consulting surgeon. Consulting surgeon received additional information from dr. (B)(6). The patient was his senior partner¿s patient who had a stage IV colon cancer, stage IV indicating liver (two lesions) and lung metastases. The decision was made to place a port for chemo treatment prior to resection. Subsequently, while his partner was on vacation, the patient presented acutely with complete bowel obstruction in the sigmoid. The patient had been npo and on liquids for a week prior to surgery. During the primary operation, the 29mm circular stapler was used which underwent a successful leak test and two complete donuts resulted. Dr. (B)(6) fired the device himself and noted no untoward behavior and had no difficulty removing the device. He reported that the patient initially did well but on the day of discharge (post op day 4) she presented with acute abdominal pain. She was returned to the or where the anastomosis was found to be disrupted. He performed an end-colostomy and resected the stapled anastomosis. According to dr. (B)(6), the tissue was viable with no necrosis. He reported that as he examined the anastomosis, it was ¿unzipping in his hand.¿ I asked if the staples were well formed and he couldn¿t explicitly say whether they were or were not. He has no specific memory of the staples. She recovered after a week, but he¿s had no further follow up with her and didn¿t know her current status or whether the patient has survived her cancer. Following the second operation he received notice of the circular recall, and that was when he attributed her complication to a potential device malfunction.

Manufacturer narrative:
Product complaint # pc (B)(4). Date sent: 11/21/2019.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code or lot number of the device available? What specific bowel procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What type of leak test was performed? How was the post-op leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was the leak addressed directly in addition to performing a colostomy? If so, how? Is the colostomy temporary or permanent? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: spoke with patient and her husband who advised she was diagnosed with cancer and a bowel obstruction. The patient underwent surgery on (B)(6) 2019 and they were advised everything looked good and passed a leak test. On the 4th postoperative day, she was to be released from the hospital and had complaints of pain. The patient was reoperated and an anastomotic leak was identified. The patient received a colostomy and is now undergoing chemo.

Event description:
It was reported, a bowel procedure was done on (B)(6) 2019 where an eea 29 stapler was used to create an anastomosis. As the patient was being discharged on (B)(6) 2019, the patient experienced abdominal pain and a rupture in her stomach. The doctor operated on the patient and discovered the anastomosis had failed. The doctor installed a colostomy bag. The patient is currently under treatment.